Manufacturer narrative:
Received additional information on serial number. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The valve was visually inspected; the stator was dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and bump mark were noted in the valve casing. Corrosion was also noted on the stator. The cam magnets were controlled, and the magnets passed. The root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve changed settings, could not be reprogrammed and was revised. The valve was implanted via vp (B)(6) when the patient was (B)(6) due to congenital communicating hydrocephalus. In 2006, when the patient visited the hospital, the setting was confirmed to be 100mmh2o. Since then the patient had not visited the neurosurgery until 2018. The patient visited another department of the hospital because of suspicion of obesity. The blood examination verified inflammatory reaction and consulted with the neurosurgery. Ventricular enlargement was confirmed by images even though the patient did not have any symptoms of hydrocephalus. In the abdomen, cyst was confirmed, therefore, abdominal tube was taken out from the patient¿s body and drainage was done. Inflammation around the tube and brood bud were confirmed and cloudy cerebrospinal fluid was confirmed to be in. No infectious disease was confirmed. The valve setting was 30mmh2o, and it was unknown when the setting changed. The surgeon attempted to change the setting but it did not change. No pumping issue or obstruction was confirmed. After drainage, the patient condition has been stable. A revision surgery of the abdominal catheter and the valve will be performed.